Event description:
Nellcor puritan bennett rec'd a call on 7/24/1998. Source called to report the following problem: all "led's" on, no volume delivered, continuous low pressure alarm. No pt harm, found during testing.